Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to a cholesteatoma around the electrode.the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).